Event description:
During rfa of right rgsv, the guidewire got stuck in the catheter. While removing cath and the tip of the wire broke off in the vein (1-2mm piece). Vein ablation was successful. During radiofrequency ablation of right greater saphenous vein, the guidewire got stuck in the catheter. While removing catheter the tip of the wire broke off in the vein (1-2mm piece) at the valve in right mid sfv. Vein ablation was successful.